Event description:
It was reported that midway through the harvest of a saphenous vein, the device failed to work properly. No electrical current was passing through the device. The procedure was converted to an open procedure in order to complete the harvest of the saphenous vein.